Event description:
Reporter alleged blood glucose measured lo back to back with a result of 199 mg/dl when testing was done one test immediately after the other. Customer stated having erratic glucose readings lately and delayed taking oral diabetes medication as a result of the comparison. No other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.